Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user could not get the connector on the pump. The user went through the supply change process. Her husband was eventually able to remove the connector with pliers to finish the supply change. There was no report of any end-user harm or adverse event associated with this report.